Manufacturer narrative:
Per the statement from the surgeon, it was deemed the inaccuracy was due to movement of the cranial reference frame during surgery and not a malfunction of a medtronic device. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a tumor resection procedure, the surgeon noted that the cranial reference frame moved after going sterile and a 1cm inaccuracy was noted. Navigation was only needed for turning the bone flap, therefore, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.